Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. Final analysis found no indication of conductor fractures or internal shorts. The s-curve height was measured within specification.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead unable to be implanted. The physician elected to abandon the implant of a lv lead. The patient was in stable condition.